Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 450 mg/dl; cause of bg not known. Customer was treated with "injections" to address the elevated bg, however customer could not recall what they were given. The customer reverted to an alternate method of insulin therapy. Multiple follow attempts were made by tandem customer technical support (cts) to acquire hospital release date and additional information, however, no response was received.